Manufacturer narrative:
Patient information was unavailable from the site. A system checkout was not required as the issue has not been replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when engaging lift ad shift, the system looked like it was doing it, but the site was unable to push it. The site tried to perform a lift and shift two times and it did not work. The system was wheeled out of the room and the lift and shift worked. The battery charge indicator on the mobile view station (mvs) also showed on the lowest blue charge even after it had been plugged in for a while. The procedure was completed using the imaging system and there was no reported impact to patient outcome. There was no reported surgical delay.